Event description:
One falsely depressed total bilirubin (tbil_2) test result on each of two patient samples was obtained on an atellica ch 930 analyzer. The initial test results were reported to the physician(s). The same samples were repeated on the same analyzer and higher test results were obtained. The repeat test results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that one falsely depressed total bilirubin test result on each of two patient samples was obtained on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed an autocheck and found failures with the dilution washer and sample arm assembly. The cse replaced the tubing on the dilution washer probe 1, the dilution washer probe 1, valve v03 and the sample probe. Siemens evaluated the process error log and found multiple dilution arm clog detect and sample aspiration errors. A review of the analyzer autocheck data indicates several dilution washer probe 1 failures and sample arm leak failures. The cause of the falsely depressed total bilirubin test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.